Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-op diagnosis: trauma procedure: posterior lumbar fusion (plf) level involved: l1/ s1 it was reported that the set screw stripped during final tightening during surgery. When the surgeon attempted to place a rod at s1, the face of the screw head was not proper. So the surgeon could not place the rod correctly. The set screw in s1 on the left side idly rotated in final tightening. No patient complications were reported as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: visual and microscopic examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread and is consistent around the damaged portion of the threads. This is consistent with misalignment. If information is provided in the future, a supplemental report will be issued.